Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the display panel did not function properly. It was further determined that there was a dent mark in the housing surface. Therefore, the reported condition was confirmed. It was determined that it appeared that the device had been mishandled or dropped. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the display panel was bad on the console device. During in-house engineering evaluation, it was observed that the display panel did not function properly. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.